Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1004, indicating shock delivery into a shorted condition. There were shock impedance measurements of less than 20 ohms, right ventricular (rv) pacing impedance measurements of less than 200 ohms, loss of capture, pocket stimulation with pacing, noise, oversensing, inappropriate anti-tachycardia pacing (atp), and inappropriate shocks. A surgical revision was performed, and the device was explanted and replaced. No additional adverse patient effects were reported.